Event description:
Inside the procedure pack was piece of wood-like substance. The debris was found on top, left hand corner of the drape once the pack was opened. Looked like a piece of mulch. The pack was deemed unsterile.